Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99006. Supplemental rationale: corrected data: b5, h6, h11. 25 previously reported events were included in this follow-up record. Product return status: 21 devices were evaluated based on historical data analysis. 4 devices were not available for evaluation. Evaluation findings (results/components): 21 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 4 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition: 25 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 25 events for the failure: overheating of device. 22 events had problem identified during non-clinical procedure; there was no patient involvement. 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 25 events were reported for this quarter. Product return status: 21 devices were evaluated based on historical data analysis. 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 21 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 21 devices: product not received. 4 devices: product disposition is not yet determined. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 25 events for the failure: overheating of device. 18 events had problem identified during non-clinical procedure; there was no patient involvement. 4 events had problem identified before clinical use/exposure; there was no patient involvement. 3 events had no health consequences or impact.